Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty charge coupled device olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon device evaluation, the issue identified at device inspection was reproduced. The loss of image was due to faulty cable and imaging component failure (faulty charge coupled device (ccd-u) or imaging elements). The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
Upon inspection of the returned loaner camera head, it was noted there was loss of image. There was no complaint from the customer and no patient involvement.